Event description:
"On (B)(6) 2014, the customer at the (B)(6) hospital in rochester ny, reported the hcu 30 base unit 100-120 v (B)(4) would mot build an ice block/did not have cooling functionality. The incident occured when the device was in use. The device was taken out of service and evaluated by a maquet technician in the us. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a maquet service technician and the r56 ntc thermistor on the power supply board was found to be burnt and as a result the power supply board was replaced. The compressor windings were shorted and as a result the compressor was replaced and charged with freon. The cardioplegia side transducer was found to have shipping/transport damage and it was replaced. (B)(4)."